Event description:
Litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement, aggravation of a pre-existing condition and excessive levels of chromium and cobalt. Update rec'd 12/11/2014 medical records received. Dor updated. Patient was revised to address loosening. Medical records indicate patients metal ion levels were not significantly elevated (1.7 cobalt, 1.8 chromium). The stem and sleeve are being reported for elevated metal ion levels based on litigation. The stem remained in situ. This complaint was updated on 1/6/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.